Event description:
The customer reported that audible alarms were not heard during a pt incident/death.

Manufacturer narrative:
The customer reported that audible alarms were not heard during a pt incident/death. Based on the current available info, there was no device malfunction. The bedside monitor and central station were tested post incident by the field service engineer (fse) and both were found to be performing to specs. Audible and visual alarms were provided as appropriate for stimulated events. Philips cannot yet confirm that there was a user misunderstanding regarding this incident. The alarm log data showed that both vfib/tach and asystole alarms were provided during the event and several minutes later, alarms were suspended for this pt. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).